Manufacturer narrative:
(B)(4). Failure analysis on the returned touch screen shows that physical damaged resulted in the scratches on the screen.

Event description:
The customer reported a faulty touchscreen. The customer reported that there was no patient or user harm.